Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced a break in aseptic technique resulting in peritonitis manifested by an elevated white blood count coincident with peritoneal dialysis (pd) therapy. The patient was diagnosed with peritonitis while hospitalized for unrelated issues. The patient was temporarily switched to hemodialysis while in the hospital. Treatment was not reported. On a later date, the patient was discharged from the hospital. It was not reported if the hospitalization was prolonged due to peritonitis. At the time of this report, the patient was recovering from the events and pd therapy had resumed. No additional information is available.